Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the inner layer of the tube separated from the other part of the tube during the procedure. This inner layer got bigger and created a small bump that obstructed the tube. Clinical consequences: increase of ventilation pressure, difficult to properly ventilate the patient. Patient desaturated, extubation and manual ventilation done to resolve the desaturation. Patient is reported as fine post the procedure.

Event description:
It was reported that: the inner layer of the tube separated from the other part of the tube during the procedure. This inner layer got bigger and created a small bump that obstructed the tube. Clinical consequences: increase of ventilation pressure, difficult to properly ventilate the patient. Patient desaturated, extubation and manual ventilation done to resolve the desaturation. Patient is reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The reported complaint of "disconnects from inner tube wall - wire" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was cut at two locations: at approximately the 21cm and 23cm marks. The tube was kinked as the inner wall was collapsed inside the tube between the 18-23cm marks. It could not be determined if the tube was kinked before the tube was cut, but it was likely that the tube was kinked to some degree. A device history record review was performed on the spiral-flex et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink, but it could have been caused by the positioning of the patient and/or the patient biting the tube. A bite block was not returned with the tube. Based on the location and the type of damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.